Event description:
Upon further investigation by baxter the following information was obtained: the customer discontinued use of the homechoice (hc) machine and returned it to baxter's product analysis laboratory. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient died due to (B)(6). On (B)(6) 2010, the patient experienced a heart attack and died the same day while in the hospital. The reason for the hospitalization was not reported. It was unreported whether an autopsy was performed. The cause of the death was related to (B)(6). (B)(6) therapy was ongoing until the patient's death. Per the nurse, the fatal (B)(6) was unrelated to (B)(6) therapy. The nurse did not provide an opinion of causality for the heart attack. There was no reported peritonitis. The nurse declined to provide further information. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)the lot number and sample availability are unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error (se) 2240 alarm was identified in the therapy log of a returned homechoice (hc) device. The system error occurred on (B)(6)2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).